Event description:
It was reported that during a sigmoidectomy procedure, staples malformed at 1st firing. This occurred at 2 separate staple lines. The procedure was completed by hand suturing. There was no adverse consequence to the patient.